Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter for analysis. It was noted that a non-vented dust cap was attached to the distal extension line. Signs of use were observed inside the catheter body. Visual inspection of the catheter revealed damage on the distal extension line near the luer hub. The customer reported that the luer hub fitting was cracked; however, visual inspection and leak testing revealed that leakage occurred on the extension line near the distal hub. Microscopic examination confirmed the damage, characterized as a hole rather than a cut, which may be consistent with a manufacturing-related defect. The hole on the distal extension line measured 2mm from the luer hub. The distal line outer diameter measured 1.70mm which is within the specification limits of 1.68-1.78mm per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 1.16 mm, which is within the specification limits of 1.14-1.24 mm per distal extension line extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to each extension line. The proximal and medial extension lines flushed as intended. Leaking was observed from the small hole in the distal extension line near luer hub when it was flushed. A manual tug test confirmed that all extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with these kits warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer reported an extension line leak during use. Functional and visual inspection of the returned sample confirmed the report and revealed a hole in the distal extension line. Microscopic examination characterized the damage as a hole, which may be consistent with a manufacturing-related defect. Despite this finding, the catheter met all relevant dimensional requirements. Based on the circumstances of the event and appearance of the damage, manufacturing likely caused or contributed to the damage. A non-conformance was initiated to investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2025, the doctor found luer hub/fitting leak during use on the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2025, the doctor found luer hub/fitting leak during use on the patient." There was no medical intervention required. The patient's current condition is reported as "fine".